Event description:
Charger cord melted when plugged in. Device replaced.

Manufacturer narrative:
Manufacturer's ref# (B)(4). Investigation is still in progress, a final report will be submitted upon completion.

Manufacturer narrative:
Manufacturer's ref#: (B)(4). Technical investigation concluded: DHR conclusion: no deviation or changes were found during manufacturing of the device. R&d investigation results on trended case: the charger has been returned, because the micro usb interface has broken down, causing the device to become hot. The charger and cable shows visible signs of heating. The area around the connector is deformed, as well as the cable connector. A substance is seen inside the connector and also below the connector on backside housing. The components on pcb around the connector seems fine. Functional testing reveals that the charger works fine, when running on the internal battery. That means that the malfunction in the device is purely a breakdown of the micro usb connector. The connector is broken, probably because the user has (not intentionally) misused it, while inserting the cable. If the cable has been slightly out of specification that could have had a negative effect on this. This has caused a low ohmic connection in the cable connector - almost a short circuit - that will emit heat when the cable is inserted into the wall charger, causing up to the rated 5 w of the wall charger to be dissipated inside the connector. Micro usb is a very well known and used standard but can mechanically break down. The clinical investigation concluded: based on these results from previous evaluations, clinical conclusion on this case is that there is a potential risk of heat dissipation based on the findings. No harm was reported. From the previous investigations it is concluded that the high temperatures are generally limited to places difficult to touch, such as the back of the charger. Clinical conclusion on the case is that, even though unpleasant, it is evaluated unlikely that the device in failure mode would cause severe harm. Risk register reference: risk register will be updated to include warning/ caution. Await answers on follow-up questions. A final report will be submitted upon completion.

Event description:
Charger cord melted when plugged in for a period of time. No skin reaction noted. The user has not been in contact with medical practioner. Follow up: the user is a 61 year old male. Device replaced. The device was issued on 31 jun 2019.

Manufacturer narrative:
Manufacturer's ref# (B)(4). Technical investigation concluded: DHR conclusion: no deviation or changes were found during manufacturing of the device. R&d investigation results on trended case: the charger has been returned, because the micro usb interface has broken down, causing the device to become hot. The charger and cable shows visible signs of heating. The area around the connector is deformed, as well as the cable connector. A substance is seen inside the connector and also below the connector on backside housing. The components on pcb around the connector seems fine.functional testing reveals that the charger works fine, when running on the internal battery. That means that the malfunction in the device is purly a breakdown of the micro usb connector. The connector is broken, probably because the user has (not intentionally) misused it, while inserting the cable. If the cable has been slightly out of specification that could have had a negative effect on this.this has caused a low ohmic connection in the cable connector - almost a short circuit - that will emit heat when the cable is inserted into the wall charger, causing up to the rated 5 w of the wall charger to be dissipated inside the connector. Micro usb is a very well known and used standard but can mechanically break down. The clinical investigation concluded: based on these results from previous evaluations, clinical conclusion on this case is that there is a potential risk of heat dissipation based on the findings. No harm was reported. From the previous investigations it is concluded that the high temperatures are generally limited to places difficult to touch, such as the back of the charger. Clinical conclusion on the case is that, even though unpleasant, it is evaluated unlikely that the device in failure mode would cause severe harm. Risk register reference: risk register will be updated to include warning/ caution. The device has been replaced on (B)(6) 2022. This is a final report. No further information is expected.

Event description:
Charger cord melted when plugged in for a period of time. The user has not been in contact with medical practioner. Follow up: the user is a 61 year old male. Device replaced. The device was issued on (B)(6) 2019. Follow up: charger cord melted when plugged in--this occurred the first week of (B)(6)2022, patient 61 years old, male, no harm to patient. The original accessories was involved. This is a final report. No further follow up is expected.